Manufacturer narrative:
This report is being filed on an international product, list number: 6c37 that has a similar product distributed in the u.s., list number: 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No patient information was provided.

Event description:
The customer generated false negative architect anti-hcv results for three patients. The customer noted that they were using the incorrect calibrator and control reagents for all three patients with a negative result. Upon retesting with the correct reagents, the three patient samples were positive. The initial negative results were reported out of the lab. No impact to patient management was reported.

Event description:
The customer generated false negative architect anti-hcv results for three patients. The customer noted that they were using the incorrect calibrator and control reagents for all three patients with a negative result. Upon retesting with the correct reagents, the three patient samples were positive. The initial negative results were reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
A review of tracking and trending for architect anti-hcv did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect anti-hcv assay was identified.